Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects in universal cord, connecting tube, nozzle, air water channel, on adhesive of bending section cover and around light guide lens and sticky scope cover case unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of accumulation of foreign objects could not be established. However, use of products such as simethicone, lubricants that contain silicone can cause deposits of white foreign material and thus are not recommended for use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.